Manufacturer narrative:
Product has been received and is in the process of eval. Once the eval is complete, a supplemental will be submitted.

Event description:
The reporter stated that the IV catheter was in place for 2 days. The nurse observed a leakage and discontinued the venflon. The nurse noticed that a part of catheter was detached and stayed in pt's arm. The catheter was surgically removed. No further info is available.